Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the helix would not retract after being dislodged from the atrium. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.